Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005725 - the dentist reported having removed the dental implant one month after its installation in intraoral region #7, because the patient was presenting pain. The implant was installed in intraoral region #20, with 35 ncm of primary stability.